Event description:
It was reported that during a da vinci-assisted surgical procedure, a video processor (vp) error message was displayed on the vision side cart (vsc) touchscreen. The technical service engineer (tse) first advised using a different endoscope and performing a hard power cycle of the system, but the error persisted. The tse then guided the customer through checking the breakers, power cords, and cables for both the endoscope controller and the video processor (vp), and all were confirmed to be properly connected. The customer observed that the led on the vp fiber cable at the vsc core was red, and the tse instructed moving the fiber cable to a different port on the core; however, the issue continued. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp) and endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.